Event description:
A ti distal radius plate that was implanted in 1996; patient resented with pain and irritation of extensors in the right wrist resulting in surgeon explanting the plate in 2002. The plate had not broken.